Event description:
It was reported that during a lap sleeve procedure, the surgeon stated that he was on first firing with a black load. When he engaged the trigger the gun began to fire and then stopped. He said that while the closing of the gun on tissue sounded normal, he did think that the close felt more difficult than usual. When the gun stopped, he opened the manual return and retracted the blade. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? On the distal stomach just proximal to the antrum of the pyloris. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No, when asked the surgeon specifically said he did not hear any strange noises. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60t partially fired 1/10 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.